Manufacturer narrative:
E3-non-health care professional; e2-no. Based on the results of the investigation, it is likely that the following led to the malfunctions: the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the following: minor scratches on distal edge. There was no patient involvement.